Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that noise was seen on the right atrial (ra) and right ventricular (rv) leads. Noise, noted on (B)(6) 2018, was unclear if it was due to external electromagnetic interference or lead issues. The noise was not reproducible. It was also noted that the rv lead exhibited low impedance. The ra lead showed loss of capture. The left ventricular lead exhibited reproducible lead noise. Programming changes were made. The asymptomatic patient was stable.